Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The date of the event is unknown; therefore, the first day of the publish month (01-oct-2019) was used as the occurrence date.   Reference article: long, ashleigh, and paul mahoney. "Increased rate of intermediate-term valve failure after tavr in end-stage renal disease patients requiring maintenance dialysis." J invasive cardiol 31.10 (2019): 307-313.   Calcification of an implanted valve may be a manifestation of structural valve deterioration (svd).   The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood.  Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself.  It is widely understood that patients with chronic renal disease and prior history of calcified stenosis of the native valve may be predisposed to bioprosthetic calcification.  Multiple attempts were made to contact the author to obtain additional event details. Based on the limited information provided, the root cause for the calcification post valve implant could not be confirmed, but may be related to the patient¿s co-morbidities and/or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported through the article "increased rate of intermediate-term valve failure after tavr in end-stage renal disease patients requiring maintenance dialysis", supplemental figure s1, shows the preoperative and intraprocedural imaging of valve-in-valve (viv) tavr procedure in an end-stage renal disease patient. Per the imagery, the original sapien valve had heavy calcifications and valve narrowing; therefore, a sapien 3 valve was implanted inside the sapien valve.